Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.